Manufacturer narrative:
Concomitant medical products: 8835 pump activator, implanted: (B)(6) 2019. 8637-20 neuro pump, implanted: (B)(6) 2019. 8596sc catheter, implanted: (B)(6) 2019. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the right ventricular (rv) lead was fractured and broke in half. A lead integrity alert (lia) triggered by sensing integrity counter (sic) and varying impedance. In addition, there was an abrupt increase to high impedance and a drop in r waves was noted. The remaining helix on the lead was retracted and the lead was capped and replaced. The broken piece of helix was stable during the procedure and did not move. No further action is planned at this time to extract the broken helix. No further patient complications have been reported as a result of this event.